Event description:
The patient was reportedly experiencing sound quality issues followed by loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device testing is scheduled.